Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The four additional graftmaster devices are filed under separate medwatch report numbers.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly calcified de novo proximal left anterior descending artery. A 3.5x26mm rx graftmaster covered stent failed to cross due to anatomy. Then an additional four (4) rx graftmaster stents [3.50x19mm, 2.80x26mm, 2.80x19mm, 2.80x19mm] were attempted but also failed to cross due to anatomy. Another rx graftmaster was attempted and successfully treated the perforation. There were no reported adverse patient sequelae and no clinically significant delay. No additional information was provided.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly calcified de novo proximal left anterior descending artery. A 3.5x26mm rx graftmaster covered stent failed to cross due to anatomy. Then an additional four (4) rx graftmaster stents [3.50x19mm, 2.80x26mm, 2.80x19mm, 2.80x19mm] were attempted but also failed to cross due to anatomy. Another rx graftmaster was attempted and successfully treated the perforation. There were no reported adverse patient sequelae and no clinically significant delay. Subsequent to the initially filed MDR reports, the account confirmed that graftmaster rx 3.50x19 and graftmaster rx 2.80x19 were inadvertently reported and there were no issues with the use of these devices. Subsequent to the previously filed MDR reports, the account confirmed that graftmaster rx 3.50x19 and graftmaster rx 2.80x19 were valid complaints that did occur (failure to cross due to anatomy); however, graftmaster rx 2.80x19, graftmaster rx 3.50x26, graftmaster rx 2.80x26 were inadvertently reported and there were no issues with the use of these devices. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Device code 3189 was removed. Investigation findings code 3221 was removed. Investigation conclusions code 67 was removed. H3: device status changed from not returned to returned.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint history was not performed because the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.device code 2524 was removed.device status changed from returning to not returned.

Event description:
It was reported that the patient presented with a free perforation with extravasation in a mildly calcified de novo proximal left anterior descending artery. A 3.5x26mm rx graftmaster covered stent failed to cross due to anatomy. Then an additional four (4) rx graftmaster stents [3.50x19mm, 2.80x26mm, 2.80x19mm, 2.80x19mm] were attempted but also failed to cross due to anatomy. Another rx graftmaster was attempted and successfully treated the perforation. There were no reported adverse patient sequelae and no clinically significant delay. Subsequent to the initiialy filed MDR reports, the account confirmed that graftmaster rx 3.50x19 and graftmaster rx 2.80x19 were inadvertently reported and there were no issyes with the use of these devices. No additional information was provided.